Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the pt's right eye (od) in 2008. The lens was explanted in a foreign country, in the same month, due to inadequate vaulting and an anterior subcapsular cataract had developed. The lens was exchanged for a longer lens (icm).

Manufacturer narrative:
Eval: results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.